Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The claimed issue was related to pressure transducer test failure during pre-use check (puc). There was no patient involvement. Identification of issue has been done by analyzing problem description. Based on technician statement, expiratory valve coil was defective. The part has been replaced. The issue has been resolved and the device was delivered to the user in working condition. The part was not available for further evaluation. The root cause to the reported issue has not been determined. The correction of field device manufacture date was required. This is based on the internal evaluation. Previous manufacture date: 07/07/2020. Corrected manufacture date: 06/30/2020.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).